Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that the patient with this implanted device was admitted to an intensive care unit (ICU) due to non-device related issues and was receiving hospice care. A boston scientific field representative reported the patient had been lost to follow-up prior to being admitted to the ICU. Initial device interrogation at the ICU showed the device had reached end of life (eol) battery status 20.8 months prior to hospital admission. Due to the extent of the battery depletion, no further interrogation could be conducted. There also was evidence of undersensing and loss of capture while the patient was hospitalized. (Telemetry is not guaranteed after eol status is reached, and pacing amplitude is decreased as a device battery continues to deplete during eol status). The patient subsequently passed away. The representative reported the patient was experiencing multiple medical issues at the time of death, including a suspected blood infection, based on an abnormal elevated white blood cell count. The cause of death was not available to the representative.